Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The serial number label was found to have a burn spot, minor external damage was said to be found during the evaluation, and the internal inspection found no presence of overheated components or any additional burn damage. The front case was unaffected by the damage and it was determined the heat damage was caused by an external source the serial number label was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device had a burn spot on the serial number label. No additional information is available.